Manufacturer narrative:
Received follow up information from the health care professional that he made an error determining the axis of the cylinder power the patient required. He stated that the intraocular lens was not responsible for the patient''s poor visual acuity.

Manufacturer narrative:
Model #: zct400, catalog #: zct400. (B)(6). The intraocular lens (iol) was returned to our manufacturing facility for evaluation. The evaluation consisted of a visual inspection that showed a half optic part with no other parts from the lens received. No optical deviations on the returned (1/2 optic) were found. The lens passed all acceptance criteria for all tests performed and was within specifications during the manufacturing process; no production related cause was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) would be explanted on (B)(6) 2012 because the patient had an unexpected post-operative refraction. However, the specific explant date was not verified. Half of the intraocular lens was returned to abbott medical optics, confirming that the lens had been explanted.

Manufacturer narrative:
(B)(4). This device is not approved by the FDA; however, it is a same/similar device as model zcb00 - (B)(4). All pertinent information available to the manufacturer has been submitted.